Manufacturer narrative:
.

Event description:
It was reported that at an office visit on (B)(6) 2015, the patient's settings were found different than were programmed at the previous visit on (B)(6) 2015. The settings were found indicative of a faulted diagnostic test, which occurred on (B)(6) 2015. The settings were corrected back to intended settings on (B)(6) 2015. No patient adverse events were reported.

Manufacturer narrative:
(B)(4).